Event description:
It was reported that a patient underwent a lateral case at l1-l5 on april 29, 2015. The surgeon believes that the patient¿s segmental vessel was nicked during his approach to the l1-l2 disc space. The surgeon had implanted a depuy cougar ls cage at l4-l5 and then moved to the l1-l2 space. The retractor had been positioned, but had not dissected at that level. An x-ray image showed that the retractor was not where the surgeon wanted, so the probe was pulled out. It was at this time that the patient began bleeding. The patient was reportedly transfused during the entire procedure and it is estimated that approximately 6000cc¿s of blood was lost. A vascular surgeon was brought in to the procedure to repair the vessel. It could not be determined if the nick was caused by the retractor or by the neurologic monitoring device. The procedure was cancelled following this incident. The surgeon will reschedule the procedure for a later date and will perform the procedure posteriorly instead of laterally. Patient reported to be doing well. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient date of birth/age are unknown. Patient weight is reported as being over 200lbs. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: haegendorf - manufacturing date: april 8, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.